Event description:
The customer reported that for a 3-wire leadset on the dt-4500 the lead status leds do not correctly display the actual lead status. This could confuse the user so they are not sure whether the leads are on or not.